Manufacturer narrative:
The device was returned to the MFR for repair and eval. The svc record indicates that the device was manufactured 11/10/1993 and was last repaired on 02/28/2013 for a non-related issue. Examination of the device observed that the thickness control lever was tight but could be moved. Prior to repair, the device was outside of calibration at the zero thickness setting on the left side. The cause of the reported complaint could not be determined. The device was serviced and returned to the customer.

Event description:
It was reported that the thickness control level could not be turned on the zimmer air dermatome. Additional clinical f/u with the customer indicated that the issue was observed prior to the procedure and there was no pt injury or medical intervention. It was further reported that an alternate device was not immediately available for use and there was a 45 min increase / delay in surgical time while the pt was under general anesthesia.